Event description:
Physio-control received a report that "the display is just white. Not able to get into the service log as the display screen remains white when the device is powered on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ui pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to cracked and shorted capacitor c181.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that "the display is just white. Not able to get into the service log as the display screen remains white when the device is powered on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.